Event description:
The hanger on the glass IV bottle slipped during transport and the bottle fell to the floor. The bottle did not break. It had chemo in it. Radiation transport team reported that the metal hangers have slipped on other occasions.